Manufacturer narrative:
Concomitant: product ID 3898, implanted: 2013-(b)(60,) product type lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the material was destroyed according to the procedure.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event date was changed to unknown in (B)(6) 2015.

Event description:
It was reported the patient did not have relief from the stimulation and had pain at an unknown location. The patient requested the stimulator be removed. The patient had a herniated cervical disc and a neuralgia cervico-brachial operation in (B)(6) 2015. They had the stimulator removed in (B)(6) 2015 and were hospitalized for under 24 hours. They were given morphine like pain medication and psychotherapy as an intervention. The event was considered recovered but the pain was continuing. If additional information is received a follow-up report will be sent.